Manufacturer narrative:
As reported, the patient was diagnosed with grade 2 capsular contracture post implant of galaflex lite. The clinician has assessed the patient¿s postoperative outcome as possibly related to the study device and to the procedure. However, based on the information provided, no conclusions can be made. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note, this event is reported from clinical trial (B)(4). The product number gflt0025ide and reported lot lxjn0002 was made exclusively for use in the clinical trial. The product is not for general commercial use. The product code (gflt0025ide) is a ¿similar device¿ to gflt0025 (galaflex lite). As such there is no UDI included. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per the clinical trial (B)(4): as reported, the patient underwent surgery on (B)(6) 2024, during which a galaflex lite was implanted. On (B)(6) 2025, the patient was diagnosed with grade 2 capsular contracture. The adverse event reported was assessed by clinicians as possibly related to the study device and to the procedure, and not recovered/resolved. The reported ae does not meet the definition of a sae (serious adverse event) and the definition of uade (unanticipated serious adverse device event).

Manufacturer narrative:
As reported, the patient was diagnosed with grade 2 capsular contracture post implant of galaflex lite. The clinician has assessed the patient¿s postoperative outcome as possibly related to the study device and to the procedure. However, based on the information provided, no conclusions can be made. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note, this event is reported from clinical trial (B)(4). The product number gflt0025ide and reported lot lxjn0002 was made exclusively for use in the clinical trial. The product is not for general commercial use. The product code (gflt0025ide) is a ¿similar device¿ to gflt0025 (galaflex lite). As such there is no UDI included. Addendum: h11: this supplemental emdr is submitted to correct the medical device model number. Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: d4 (medical device model #) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per the clinical trial (B)(4). As reported, the patient underwent surgery on (B)(6) 2024, during which a galaflex lite was implanted. On (B)(6) 2025, the patient was diagnosed with grade 2 capsular contracture. The adverse event reported was assessed by clinicians as possibly related to the study device and to the procedure and not recovered/resolved. The reported ae does not meet the definition of a sae (serious adverse event) and the definition of uade (unanticipated serious adverse device event).